Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The senior medical surveillance specialists reviewed the customer care advocate's (cca's) documentation, regarding a onetouch ultra inaccurate high complaint. On (B) (6) 2010, the pt/layperson alleged that he injected insulin (type and amount not provided) based upon an inaccurately elevated blood glucose result of 380 mg/dl at 11 a.m. (B) (6) 2010. One hour and 50 minutes later the pt reportedly felt weak and queasy, obtaining 61 mg/dl on the meter. The result correlated with the symptoms. The pt self treated with chocolate. The pt had no control solution to check the meter and test strips. Because the pt alleged he suffered low blood glucose after injecting insulin based upon an allegedly inaccurate high reading, the complaint is reported. The cca replaced meter, test strips, and sent control solution.